Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a coronary artery bypass graft surgery the right ventricular (rv) lead exhibited diminished sensing. The right atrial (ra) lead gave an impedance warning for low impedance. Both leads remain in use. No patient complications have been reported as a result of this event.